Event description:
It was reported that the patient experienced hyperglycemia while unable to unlock an ilet due to a cracked screen; the device was restarted via the mobile app but remained locked, and a replacement ilet was arranged with the original to be returned. Symptoms included high blood glucose of 401 mg/dl. Outcomes included interruption of ilet therapy, use of backup subcutaneous insulin, and continued use of cgm via the dexcom app or receiver. Investigation included product technical support and user education with verification of shipping, return process, data sync guidance, and shutdown instructions. Investigation of this case revealed physical damage to the display that impaired device operation; the cause of the damage was unknown. It was concluded that the event was related to device damage to the screen; clinical intervention beyond backup therapy was not required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.